Event description:
It was reported that the user experienced a leaking insulin cartridge during a supply change, with fluid observed leaking after the cartridge was removed from the pump and no insulin delivery occurring despite pressing and holding the button while not attached to the body. Symptoms included no reported change in blood glucose. Outcomes included no alerts or alarms, no hospitalization, and successful resolution after troubleshooting and education. Investigation included troubleshooting guidance and confirmation of the leaking cartridge lot. Investigation of this case revealed a cartridge leak consistent with a damaged or compromised cartridge component leading to delivery failure. It was concluded, based on previously established findings for similar reports, that the cause was a component failure of the cartridge.